Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a fusion procedure with posterior lumbar decompression and pedicle screw fixation. No interbody device or graft material was used. An unknown time post-op, a screw on the right side was noted to be broken. No revision surgery has been done, and the screw remains in the patient. The patient "is okay" and no further complications have been reported.

Event description:
It was reported that the patient underwent a fusion procedure with posterior lumbar decompression and pedicle screw fixation. An unknown time post-op, a screw on the right side was noted to be broken. No additional information is available at this time.